Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant surgery, the pt is experiencing glare and has trouble seeing at night. The pt has a history of dry eyes and is being treated with medications. In a f/u, the surgeon reported the event continues. He also reported the pt is light-sensitive and uses sunglasses indoors most of the times. The surgeon indicated the left eye is not as clear as the right eye. Posterior capsule opacification was noted and a yag capsulotomy was performed. In the surgeon's opinion, it is unk if the device caused/contributed to the event. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 03/15/2012 by fax and mail. A completed questionnaire was received on 03/16/2012. (B)(4).